Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital and the right atrial lead exhibited multiple noise episodes. The lead was successfully capped and replaced on (B)(6) 2015. The patient was in good condition after the procedure and would continue to be monitored.